Manufacturer narrative:
The calibration was performed on (B)(6) 2022. The calibration signals were within the expected ranges. However, calibrator 2 signals were on the lower end. All of the qc values were within the +/- 2sd range. The reagent was performing within specifications.

Event description:
The initial reporter received questionable elecsys hiv combi pt results for three samples from the same patient tested on a cobas 6000 e 601 module with serial number (B)(4). (B)(6).